Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the ins had been removed, but the lead was left implanted unintentionally. It was noted they tried to remove it, but couldn't. It was noted the patient had since been implanted with a whole new system. Additional information reported it appeared the tines pulled out, but a portion of the lead did not per clinical note.